Event description:
It was reported that a 36mm amplatzer septal occluder was selected for an implant on (B)(6) 2022. During the procedure, the device deployed with a cobra formation. The device was removed from the patient prior to released from the delivery cable. There was no angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. The patient remained hemodynamically stable through the procedure and no clinical significant delay reported. It is unknown if a replacement device was implanted. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.